Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and fading. A visual inspection of the pump revealed a crack in the battery compartment. Unrelated to these issues, investigation revealed that the clip insert on the back of the pump case was broken, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and fading. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/08/2015.